Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that evidence of moisture ingress was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the keypad was found to be peeling from the right and left sides of the keypad. No other damage to the keypad was observed. The down and up arrow keys were responding intermittently; the ok and contrast keys were working. The keypad was removed and contamination was found under all the key contacts. Additionally, moisture corrosion was found under the down and up keys. Unrelated to the complaint, the display was found to be dim and pink. The battery compartment was cracked in two places: near the top and below the bumper pad with evidence of moisture corrosion in the battery compartment and on the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.